Event description:
Stent came off of the stent catheter delivery system and left in pt's body. The stent was found in the pt's arm in the arterial system. Stent was 4.0 mm x 08 mm. FDA safety report ID# (B)(4).